Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 27-apr-2023. The most recent information was received on 16-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), menstruation irregular ("menstrual irregularity"), headache ("headache"), hyperaesthesia teeth ("sensitivity of teeth"), joint laxity ("joint laxity") and inadequate analgesia ("inadequate pain relief") in a female patient who had essure inserted. Product or product use issues identified: suspected product quality issue ("suspected product quality issue"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion medically important), menstruation irregular (seriousness criterion medically important), headache (seriousness criterion medically important), hyperaesthesia teeth (seriousness criterion medically important), joint laxity (seriousness criterion medically important) and inadequate analgesia (seriousness criterion medically important). Essure treatment was not changed. The reporter considered abdominal pain, headache, hyperaesthesia teeth, inadequate analgesia, joint laxity and menstruation irregular to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority mhra (reference number: (B)(4)) on 27-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), menstruation irregular ("menstrual irregularity"), headache ("headache"), hyperaesthesia teeth ("sensitivity of teeth"), joint laxity ("joint laxity") and inadequate analgesia ("inadequate pain relief") in a female patient who had essure inserted. Product or product use issues identified: suspected product quality issue ("suspected product quality issue"). There was no information on the patient's medical history or concurrent conditions. On (B)(6)2017, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion medically important), menstruation irregular (seriousness criterion medically important), headache (seriousness criterion medically important), hyperaesthesia teeth (seriousness criterion medically important), joint laxity (seriousness criterion medically important) and inadequate analgesia (seriousness criterion medically important). Essure treatment was not changed. The reporter considered abdominal pain, headache, hyperaesthesia teeth, inadequate analgesia, joint laxity and menstruation irregular to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.